Event description:
It was reported that a tether revision surgery was performed to address overcorrection of the compensatory curve. The screws were removed from t11 and t12 and the cord was released between t9 and10 on the patient's right side. An additional tether construct was placed on the patient's left side from t11 through l4 during the procedure. This is report one of three for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports (B)(4) through 3012447612-2023-00152.

Manufacturer narrative:
H6: additional method codes: 4110 and 4109. Corrections in g1 and h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: no pre-op or post-op x-rays were provided, therefore the amount of spinal overcorrection could not be determined. The device was sent for exponent evaluation, resulting in the following conclusions: "stage I ¿ iii analyses confirmed the presence of frayed fibers and abrasive wear. Frayed fibers could be caused by normal use of the device, occur during removal, interaction with the screw and set screw, or during abnormal loading conditions. Stage iii analysis utilized enzymatic cleaning to remove biological material from the specimen as confirmed by optical microscopy and atr-ftir. Atr-ftir showed that the spectrum of the cleaned specimen zbt002 was qualitatively nearly identical to that of an exemplar component, suggesting that the cord component has not experienced degradation." Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the lot number was not provided, so the DHR was unable to be reviewed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a tether revision surgery was performed to address overcorrection of the compensatory curve. The screws were removed from t11 and t12 and the cord was released between t9 and10 on the patient's right side. An additional tether construct was placed on the patient's left side from t11 through l4 during the procedure. This is report one of three for this event.